Event description:
Complaintant alleged that the device's battery had melted and the device was unable to power on. Complaintant did not indicate that there was any patient involvement in the reported malfunction.